Event description:
Info received indicates the pt is having difficulty breathing and the head section will not stay elevated.

Manufacturer narrative:
The tech found the head of the bed is drifting. He replaced the valve and the coil but the issue remains. Repairs have not been completed. A f/u report will be sent once the investigation is complete.